Manufacturer narrative:
(B)(4). Initial MDR report: customer has indicated that the product is available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Oxford unicondylar replacement was performed on june 24. Upon picking up instruments on june 30, it was notified by the hospital staff that the weld holding the mallet from the set together had been broken at some point during the case. No delay of the surgery was reported. Not known impact or consequences to the patient or the user.